Event description:
It was reported the patient's pump was refilled that morning and the aspirated residual drug amount was 0.1 cc when 5.3 cc were expected. The patient had come in 11 days early. The drug used in the pump is fentanyl 6391 mg/ml, delivered on a flex mode with 5 bolues, for a total daily rate of 1.95 mg/day. The patient was asymptomatic. Additional information has been requested but was not available on the date of this report.